Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the seat upholstery is starting to tear in the back on the left at the seam.